Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the o2 sensor was disconnected causing the unit to alarm. Provider reconnected, no new parts needed.